Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. No patient symptoms were recorded. The cgm read 49 mg/dl and the blood glucose read was 400 mg/dl. The patient was hospitalized, and the blood glucose level was treated with IV insulin, potassium, and sodium phosphate. The patient underwent unspecified laboratory testing. At the time of the report, the patient was in stable condition. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6)2023. It was reported that the patient was hospitalized for one day. No additional patient or event information is available.